Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that probably in the last year or so they started having bladder leakage again. The patient mentioned that they were blind in their left eye due to melanoma, which resulted in them tripping and falling a couple of times. The patient said they fell on their butt, and confirmed the falls happened prior to the event. The patient met with their health care provider (hcp) to report the therapy issue but didn't inform the hcp about the falls. Agent reviewed role of patient services and advised the patient to discuss options with their hcp. The patient said they see their managing hcp twice next week, and monday will be the first appointment of the two. The patient said they will mention that they fell on their butt when they have their appointment on monday (B)(6) 2026. The patient was redirected to their hcp to further address the issue. Additional information was received from the patient on 2026-may-04. They reported that the patient mentioned bladder leakage again on their previous implant leading to a replacement for a newer device.

Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.